Event description:
It was reported that during a procedure the device did not alarm for being over pressure and the flow tube had to be removed as the pressure was straining the patient's lung.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was physically returned, however, the unit was repaired and returned to the customer before an engineer was able to perform a full evaluation. Based on the repair diagnostic codes, the unit was submitted through calibration and full functional tests and had a software upgrade. The reported failure could have been primarily caused by: speaker malfunction, power supply malfunction and/or user error. In sum, the unit was returned but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the device did not alarm for being over pressure and the flow tube had to be removed as the pressure was straining the patients lung.